Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) placed around (B)(6) 2011 for sterilization. Consumer reported that, around (B)(6) 2011, she underwent a medical treatment in the hospital, known as the essure sterilization method. After essure placement, several physical complaints developed by consumer. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and she is suffering from injury. Quality safety evaluation received on 30-aug-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she had xenobiotic material removed (seen as medical device removal). This event is serious due to medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between events and essure use cannot be excluded. This case was regarded as incident, since device removal was required. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information has been requested.

Manufacturer narrative:
Follow-up received on 12-sep-2016: no consent was received from consumer. (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 415 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she had xenobiotic material removed (seen as medical device removal). This event is serious due to medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between events and essure use cannot be excluded. This case was regarded as incident, since device removal was required. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information could be obtained.